Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope was leaking at the instrument channel with the bending rubber overlapped. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: bending cover is cut with a metal protrusion sticking out from the breakage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: bending cover is slack, leakage was detected at the instrument channel, bending cover adhesive is peeled and detached, bending cover is cut with a metal protrusion sticking out from the breakage, control body is corroded due to water leakage, the due to a pinhole on the channel tube water tightness is lost, there is stretching, buckling and wear on the bending rubber and there is air/water leakage from the insertion tube/bending section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information obtained (identified via b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: it is unclear what the cause for the issue was, the root cause could not be identified. The event can be prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies the issue occurred after the diagnostic fine needle aspiration procedure that was completed with the same device with no delay.